Event description:
Customer states that during an acl revision the surgeon removed the implant and it did not have any signs ob being absorbed. The implant had been implanted for approx 17 months. It is unk why the implant was removed from the pt.

Event description:
Customer states that during an acl revision the surgeon removed the implant and it did not have any signs of being absorbed. The implant had been implanted for approximately 17 months. It is unk why the implant was removed from the pt. No additional info is available. This device is used for treatment.